Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement subsequent to sustaining a head injury. Surgery to replace the magnet is planned but has not yet been completed as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
Per the patient's surgeon, surgery to place the magnet back into proper position has been completed on (B)(6) 2014. This report is filed february 24, 2015. Implanted device remains.